Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported the issue occurred during priming. The reported stated the patient¿s blood glucose (bg) was between 250 and 500 mg/dl without signs or symptoms of hyperglycemia. The patients bg excursion without hyperglycemic signs or symptoms does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.